Event description:
Philips rec'd a report that the customer reported on two occasions with the CT system in clinical use, the pt support lowered one inch without command. There was no report of any harm to a pt, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed out investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).